Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did locate one (1) similar complaint with the same failure mode for this serial number. *case: 01917391 - blue screen issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote support service update had caused a blue screen. A field service engineer (fse) remotely accessed the station, logged off from the command shell, entered cfnadmin, resolved the auto start application issue, repaired the medapp, and then restarted the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the application was stuck on the blue screen. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.